Event description:
It was requested by customer for a technical visit of the cardiosave intra-aortic balloon pump (iabp) is believed to have a problem with the power supply.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional info: e1 (event site state: mg, event site postal code: 30110-934). Customer requests a technical visit to inspect the equipment, she believes that the equipment has a problem with the power supply. They sent a proposal for approval, as the equipment is not included in a maintenance contract. A getinge field service engineer (fse) says service will be provided as soon as the proposal is approved and fse will open as a new complaint. There is no information available about part replaced or not. Patient involvement is unknown. H3 other text : repair service not done yet.